Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 405 mg/dl with high ketones present. The pod was worn between 5 and 24 hours on the abdomen. Symptoms reported include not feeling well and vomiting. The patient was treated with long acting insulin and was released from the hospital after 5 days .

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.